Event description:
A patient on telemetry died and the hosptial requested philips examine the support logs to determine if alarms were suspended indefinitely prior to resuscitation attempts.

Manufacturer narrative:
A philips field service engineer (fse), went onsite post-incident and completed performance testing on the involved device, noting that the device was performing to specification. The fse collected device log files which were analyzed by philips quality and research and development. The logs showed the alarms were suspended at the time of the incident. The customer has since requested the telemetry mainframes be reconfigured to a 3 minute alarm suspend timeframe. A philips fse will provide onsite support to accomplish this request. The device remains in use at the customer site.